Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead and another manufacturer's cardiac resynchronization therapy defibrillator (crt-d) exhibited high threshold measurements and high out of range pacing impedance measurements greater than 2,000 ohms one week post device implant. It was noted that the patient had no underlying r-waves, however, no noise or loss of capture (loc) was observed. A health care professional (hcp) contacted boston scientific technical services (ts) and reported that after a discussion with the device manufacturer's technical service department, it was suspected that the lead was not fully inserted into the device header. Boston scientific technical services (ts) recommended further troubleshooting with the device manufacturer. Available information indicates that this product remains implanted and in service. No adverse patient effects were reported.